Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence. A replacement surgery was performed in which all components were removed and replaced. During the procedure, it was noticed that the cuff was not filling, allowing the urethra to stay open. The device was implanted more than 20 years ago; therefore, the physician believes that the aus was at the end of its life. No further patient complications were reported.